Event description:
Boston scientific received information that during the implantation of this right ventricular (rv) lead, the lead had to be repositioned several times as the values were not acceptable to the physician. It was then noted that the patient had experienced a perforation. Pericardiocentesis was performed as a result. No additional adverse patient effects were reported. The lead remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.